Event description:
During an angioplasty superior femoral artery procedure, the physician was trying to manipulate the device, and while in the body, the hub came completely off the sheath. The procedure was delayed and the pt experienced extra blood loss than usual. The sheath was replaced and the procedure was completed. No adverse effects to the pt.

Manufacturer narrative:
Blood loss not addressed per the provided IFU. Separation, not specifically addressed, however, it is stated in the provided IFU that all instruments used with this device should move freely through the valve and sheath. No device has been returned to assist in this investigation. Per quality control specification, this device is inspected 100%, confirming the correct sheath connecting cap and that flare is caught securely in cap assembly. It is also verified that the sheath does not rotate and that the coil in sheath continues into cap. This device is supplied with an instructions for use, (IFU) that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Without the capability to examine the complaint device, it is difficult to determine with any certainty why the physician experienced this failure mode for this product. The appropriate internal personnel have been notified of this complaint and we are continuing our monitoring of similar occurrences.